Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: insulation melting; excessive cauterization; power set too high; manufacturing/assembly error; user misuse or overuse; re-use of disposable device; in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It was reported that fifteen minutes after completing the surgery and discarding the unit in a dry area, smoke was observed coming from the battery. The customer then held the device under water to prevent it from continuing to smoke.

Event description:
It was reported that fifteen minutes after completing the surgery and discarding the unit in a dry area, smoke was observed coming from the battery. The customer then held the device under water to prevent it from continuing to smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.